Manufacturer narrative:
This supplemental report is being filed to add the adverse event and product problem to tab b. Adverse event/product problem. The field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this device was checked by the local representative, and it was not functioning. The product was explanted after over nine years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was checked by the local representative, and it was not functioning. The product was explanted after over nine years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this device was checked by the local representative, and it was not functioning. The product was explanted after over nine years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.